Manufacturer narrative:
Should the lead be returned for analysis this investigaiton will be updated.

Event description:
It was reported that during the implant of this right ventricular (rv) lead after placing the lead into the rv septum the measurements were not acceptable, thus the physician decided to change the lead position. Upon changing the lead position it was discovered that there was an issue with the helix, thus a new rv lead was used with no issues. The lead was expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during the implant of this right ventricular (rv) lead after placing the lead into the rv septum the measurements were not acceptable, thus the physician decided to change the lead position. Upon changing the lead position it was discovered that there was an issue with the helix, thus a new rv lead was used with no issues. The lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Manufacturer narrative:
Should the lead be returned for analysis this investigaiton will be updated.

Event description:
It was reported that during the implant of this right ventricular (rv) lead after placing the lead into the rv septum the pacing threshold measurements were not acceptable, thus the physician decided to change the lead position. Upon changing the lead position, it was discovered that there was an issue with the helix, thus a new rv lead was used with no issues. The lead was expected to be returned. No adverse patient effects were reported.